Event description:
It was reported that the health care professional (hcp) indicated that this right atrial (ra) lead was replaced six months prior. Technical services (ts) suspected that this ra lead was replaced with a non-boston scientific lead, however there was no further information to confirm it. No additional adverse patient effects were reported. This ra lead has not been returned to boston scientific for further analysis.